Manufacturer narrative:
Analysis was able to confirm the customer comment of an error, two errors generated during testing. It was additionally noted the main printed circuit board was out of electrical specification, the battery wire was pulled from the connector, the display wires were pinched with wire insulation exposed, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.